Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2021-11676. It was reported that noise and inappropriate mode switching as well as high ventricular rate episodes were observed on the right atrial and right ventricular leads. All other parameters were stable. Programming changes were made. The leads were to be monitored. The patient was stable.